Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, the nurse kinked the pod coil pusher assembly while advancing the pod coil out of its introducer sheath and into the lantern. Subsequently, the pod coil pusher assembly broke in two pieces and the pod coil unintentionally detached inside of the lantern. Therefore, the lantern containing the detached pod coil was removed and the pod coil was flushed out of the lantern. The procedure was completed using a new pod coil and the same lantern. There was no report of an adverse effect to the patient.